Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned over the membrane. Two kinks were observed on the catheter tubing approximately 76.72cm and 75.9cm from the iab tip. The extender tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm during shift handover. The iabp later generated another autofill failure alarm. Despite stopping, setting to zero and providing assistance, it did not autofill, and counter-pressing was stopped. The iab was in use for approximately seven days. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2024-02959.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.